Manufacturer narrative:
Evaluation summary: no x-rays or surgical notes has been provided. Pt info such as previous medical history, weight at the time of original surgery and at the time of removal of the device, activity level, etc have not been provided. No cause analysis is possible based no the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for eccentric wear seen on x-ray.